Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the ems was called due to over delivery of insulin on (B)(6)2017 with a blood glucose was 148 mg/dl . Customer stated that she did not lock the reservoir into the insulin pump and it might have over delivered a bolus. Customer was not wearing the insulin pump at the time the ems was called; the patient was off of the device for less than 48 hours prior to the incident. During the review of insulin pump history, customer was advised that the insulin pump did not deliver an unwanted bolus and the blood glucose reading was stable at 142 mg/dl at the time of call. Customer declined low blood glucose troubleshooting. Customer also mentioned issue with inaccurate sensor glucose versus blood glucose readings, troubleshooting was performed and completed. Customer was advised of aftercare email. Insulin pump and sensor are not expected to return for analysis.

Manufacturer narrative:
Evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.